Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to motor encoder signal out of phase. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motion sensor test failure alarm and the pump started rewinding. Customer's blood glucose was 74 mg/dl at the time of the incident. Customer performed the displacement test but the pump failed. Customer was not able to exit the rewind screen without getting the alarm. Customer was advised to remove the battery to prevent further alarms. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.